Event description:
It was reported that a critically ill (acute septic shock) patient with acute kidney failure (akf) was undergoing continuous venovenus hemodialysis (cvvhd) for renal replacement therapy (rrt) via the multifiltrate pro machine, when a device/system error occurred. The provided documentation states the patient was admitted to the intensive care unit (ICU) due to acute septic shock and akf (cause not provided). On admission the patient was treated with lifesaving medications (catecholamines, drugs not provided), intubated, and ventilated. On (B)(6) 2023 the patient was undergoing cvvhd when the multifiltrate pro machine¿s screen began ¿flickering¿ after which a red-light alarm occurred and the device shutdown without user/customer involvement. Attempts to return the patient¿s extracorporeal blood failed, as the manual crank could not be moved, nor could the cassette be removed from the device. As a result, the patient experienced blood loss estimated at >500 ml as well as additional unspecified ¿instabilities.¿ the patient required norepinephrine following the serious adverse events, in addition to fluid replacement. The patient¿s cvvhd treatment was restarted (new multifiltrate pro utilized) after the patient was stabilized, however the patient expired on (B)(6) 2023 approximately 30 hours after the blood loss event. It is unknown if the patient was undergoing cvvhd when they expired. The device was returned to the manufacturer and the machine files were provided for review. Clinical investigation: a temporal relationship exists between cvvhd utilizing the multifiltrate pro machine, and the serious adverse events of blood loss (>500 ml) and subsequent death (30 hours after blood loss), as the patient was actively undergoing treatment when the blood loss event occurred. Limited information detailing the patient¿s disposition and hospital course precluded a more comprehensive investigation. However, review of the provided machine files confirmed a system error occurred which led to a system shutdown and caused the blood loss event. Furthermore, medical review determined while the patient¿s death was not caused by the system failure, the patient¿s blood loss event was a ¿definite¿ contributor. Based on the totality of the information available, the multifiltrate pro machine cannot be excluded from having a causal role in the patient¿s blood loss event, and possible contributory role in the patient¿s death. Without a death certificate, autopsy report, hospital records, machine repair logs, discharge summary, and/or treatment records, this clinical investigation cannot disassociate the multifiltrate pro machine from the serious adverse events.

Manufacturer narrative:
Plant investigation: the reported failure type represents a known event. Treatment data was reviewed and revealed that a communication error occurred which resulted in a system error 9040.1. A review of the device history record (DHR) was found to be unnecessary due to the fact that the failure/complaint can be clearly attributed to the failure mode ¿design¿. Based on all performed investigations/evaluations, the described failure could be reproduced. There can be many different root causes which lead to the 9040 error. The reported event is within the scope of a product improvement. Further analyses are being carried out and further measures will be implemented in the next software versions. Some 9040 errors can be caused by problems of the pc board. During the analysis, the pc board could be determined as the cause. Improvements to pc boards have been launched in production. Error memory entries which could be triggered by this problem include the following: systems record problems relating to the communication with the monitor, and a 9040.1 error displaying in the error memory. Technical information was published on 10/05/2022 which describes error diagnostics and troubleshooting in the cases of sporadic system crashes during operation and the correction (update bios) in the field. The behavior in case of a system crash is described in the instruction for use as manual reinfusion of blood by hand crank is possible. The investigation showed that no device failure was apparent. The rescue crank worked as intended. No risk found in regards of the rescue crank, that could be evaluated. Based on the information available, the complaint was confirmed. A software problem was identified and the cause of the failure was traced to device design.

Event description:
It was reported that a critically ill (acute septic shock) patient with acute kidney failure (akf) was undergoing continuous venovenus hemodialysis (cvvhd) for renal replacement therapy (rrt) via the multifiltrate pro machine, when a device/system error occurred. The provided documentation states the patient was admitted to the intensive care unit (ICU) due to acute septic shock and akf (cause not provided). On admission the patient was treated with lifesaving medications (catecholamines, drugs not provided), intubated, and ventilated. On (B)(6) 2022 the patient was undergoing cvvhd when the multifiltrate pro machine¿s screen began ¿ additional unspecified ¿instabilities.¿ the patient required norepinephrine following the serious adverse events, in addition to fluid replacement. The patient¿s cvvhd treatment was restarted (new multifiltrate pro utilized) after the patient was stabilized, however the patient expired on (B)(6) 2022 approximately 30 hours after the blood loss event. It is unknown if the patient was undergoing cvvhd when they expired. No sample was available for manufacturer evaluation. However, the machine files were provided for review. Clinical investigation: a temporal relationship exists between cvvhd utilizing the multifiltrate pro machine, and the serious adverse events of blood loss (>500 ml) and subsequent death (30 hours after blood loss), as the patient was actively undergoing treatment when the blood loss event occurred. Limited information detailing the patient¿s disposition and hospital course precluded a more comprehensive investigation. However, review of the provided machine files confirmed a system error occurred which led to a system shutdown and caused the blood loss event. Furthermore, medical review determined while the patient¿s death was not caused by the system failure, the patient¿s blood loss event was a ¿definite¿ contributor. Based on the totality of the information available, the multifiltrate pro machine cannot be excluded from having a causal role in the patient¿s blood loss event, and possible contributory role in the patient¿s death. Without a death certificate, autopsy report, hospital records, machine repair logs, discharge summary, and/or treatment records, this clinical investigation cannot disassociate the multifiltrate pro machine from the serious adverse events.

Manufacturer narrative:
Plant investigation: no hardware component is associated with this complaint, and therefore, no sample investigation was performed. The reported failure type represents a known event. Treatment data was reviewed and revealed that a communication error occurred which resulted in a system error 9040.1. A review of the device history record (DHR) was found to be unnecessary due to the fact that the failure/complaint can be clearly attributed to the failure mode ¿design¿. Based on all performed investigations/evaluations, the described failure could be reproduced. There can be many different root causes which lead to the 9040 error. The reported event is within the scope of a product improvement. Further analyses are being carried out and further measures will be implemented in the next software versions. Some 9040 errors can be caused by problems of the pc board. During the analysis, the pc board could be determined as the cause. Improvements to pc boards have been launched in production. Error memory entries which could be triggered by this problem include the following: systems record problems relating to the communication with the monitor, and a 9040.1 error displaying in the error memory. Technical information was published on 10/05/2022 which describes error diagnostics and troubleshooting in the cases of sporadic system crashes during operation and the correction (update bios) in the field. Based on the information available, the complaint was confirmed. A software problem was identified and the cause of the failure was traced to device design.